Event description:
This facility reported a leak occurred with this set. Customer did not know when the leak occurred. Requests have been made to obtain additional info on this report. No add'l info is available at this time.

Manufacturer narrative:
The sample was received for evaluation. Visual and functional testing was performed on this device. During testing, it was determined the male luer adaptor was cracked on the sample.